Manufacturer narrative:
(B)(4) baxter received and evaluated the device. The device was found in specification in relation to the reported system error which was not reproduced. System error 345 was confirmed through a review of the event history log. No component could be identified for causality.

Event description:
It was reported that a spectrum pump displayed system error 345 during therapy (medication, programmed amount and delivery rate unknown). It was also reported there was no patient injury.